Event description:
The customer reported that the insulin pump alarmed no delivery while changing the infusion set. During the call, the customer stated that she was in the hospital due to low blood glucose of 20mg/dl by the time the paramedics arrived. Troubleshooting was performed. Assisted the caller to run a manual prime test and the insulin did exit. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.